Event description:
The reporter stated that reporter did back to back (rapid succession) blood glucose tests. Reporter reported that the readings were 389 and 287 mg/dl. Reporter did not have any symptoms. The reporter stated that the tests were done within 10 minutes, using separate fingersticks. Follow-up attempts to confirm this report and get further info have not been successful.